Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient was scheduled for an MRI of the neck and head, but his stimulator was in overdischarge. The patient last charged and used his stimulator in 2014. No symptoms were reported. Additional information received from the manufacturer representatives (rep) reported that no actions were taken and the patient did not use his stimulation and did not plan to use it. No further information was provided. If further information is received a follow up report will be sent.